Manufacturer narrative:
Per the clinic, the device was explanted (date not reported). It is unknown if there are plans to reimplant the patient with a new device. This report is submitted on march 16, 2017.

Event description:
Per the clinic, the patient developed infection and necrosis of the surgical incision post-implantation, subsequently the patient was administered antibiotics (type and date not reported). However the issue could not be resolved; the infection returned with further skin necrosis at implant site. The patient was administered antibiotics and underwent skin revision surgery to excise skin flap and suture the site (date not reported).   The issue has since resolved.